Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups was evaluated an replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a ups (uninterruptible power supply) failure error message instructing user to re-boot the system. System functionality was recoverable. This could cause procedural delays. There is no report of injury or death associated with this event.